Event description:
While trying to place an IV the preop nurse met resistance. When inspecting the IV catheter, it was noted that the sheath over the catheter had broken. Pre op nurse obtained new IV catheter and placed it with no resistance. Catheter with broken sheath was given to unit leadership. Other pre-op nurse reported that this same problem happened to one of her patients the previous week. Per this rn (registered nurse), the previous IV went into the skin but then would not progress due to resistance, when rn tried to pull it back the nurse also met resistance. The nurse stated "I had to pull it back harder and when the catheter came out the sheath was broken and looked just like the one from today." The identification of the second patient is unknown to the team. All catheters with this lot number were removed from the unit.